Event description:
It was reported that coil stuck to catheter tip. The target lesion was located in the internal iliac artery. A 10mm x 40cm interlock.35 coil was selected for internal iliac embolization using an ipsilateral approach. During the procedure, the contrast catheter bounced back due to kickback, causing a hole in the contrast catheter and causing the coil side interlocking arm to get caught in the hole. Then, the sheath and the system were removed. The coil and the catheter were able to remove without any problem and there were no remains inside the patient. The procedure was completed with another of same device. There were no patient complications as a result of this event.